Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 322 caused by a loose latch switch screw. The lower auxiliary assembly (containing the screw) was replaced. System error 322 will occur when the pump transitions from door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a device is alarming system error 322. It was also reported that there was no pt injury.